Event description:
It was reported to philips the device stated up and displayed an error code.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported can't normal into the system. There was no report of patient involvement.